Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01517. It was reported patient experienced lead migration due to fall. Surgical intervention steps were taken where system was explanted and replaced. Post procedure therapy was restored.